Event description:
It was reported that shaft break occurred. A percutaneous coronary intervention was being performed. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left main to circumflex artery. A 2.50 x 38mm synergy xd drug-eluting stent was selected for used. However, the shaft broke approximately 30-40cm. The procedure was completed with another of same device. No patient complications were reported.